Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a temperature issue with the pump and the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: there was no activity related to the alleged issue observed in the black box or download history. No damage was found to the battery compartment. No overheating was duplicated during testing. The pump's electrical current draws were found to be within specification. The pump was opened and no damage or evidence of internal moisture was found.

Manufacturer narrative:
Follow-up #2 date of submission 03/09/2017 - correction to serial #.